Event description:
Small reddish foreign matter was found inside of the sterile pouch during incoming visual check process at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
Small reddish foreign matter was found inside of the sterile pouch during incoming visual check process at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned. One unit of sakura fire star, 2.50 x 15 was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. Not other damages were observed. The foreign material was measured it was found out of specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined, however it appears to be related to the manufacturing process of the product. A risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.